Manufacturer narrative:
Per the instructions for use (IFU), valve malposition, paravalvular leak (pvl) and cardiovascular injuries such as perforation dissection of vessels, ventricle, myocardium or valvular structures requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the too ventricular position is unknown, however, it is possible that it might have been due to patient factors (small native annulus and no annular calcification) and procedural factors (device manipulation). The cause of the pvl was likely due to the malposition of the valve. The cause of the annular rupture is unknown but may be due to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure without bav, the 20mm sapien 3 valve was deployed too low in a 50:50 aortic/ventricular position.  A post-dilation of the valve with +2cc of contrast was performed.  Tee showed moderate to severe aortic regurgitation and a pericardium effusion.  The physician suspected the patient had sustained an aortic annulus injury.  A cardiac window was made and 250ml of blood were drained from the pericardium.  The patient¿s blood pressure, however, remained unstable and was observed to have dropped.  The physician suspected a second bleed.  The patient was taken in the operating room and the chest was opened to check for the source of the bleed.  The patient was placed on pump to maintain cardiac circulation.  The source of the bleeding was not found.  Tee showed severe paravalvular and the decision was made to deploy a second valve.  A 20mm sapien 3 valve was deployed within the first valve.  Repeat echo showed pvl improved to mild.  The patient remained hemodynamically unstable and was transferred while on pump to the ccu for additional monitoring.  An update provided, confirmed the patient had expired later that night.    The patient¿s native annulus measured 16.5mmx22.1mm by CT and had an area of 285cm².  The native annulus had no calcification and the leaflets and root were mildly calcified.

Manufacturer narrative:
Additional information provided the patient had a tortuous abdominal aorta combined with a huge abdominal aortic aneurysm which are perceived to also have contributed to the valve malposition.  The patient likely expired due to the annular rupture.

Manufacturer narrative:
Reference CAPA-(B)(4).